Manufacturer narrative:
(B)(4). Device evaluation: the sample was returned for evaluation. Visual inspection revealed a cracked/broken female connector. The reported condition was confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
A facility contacted baxter (B)(4) to report a control a-flo set that had leaked at the port. The incident was reported to have occurred during infusion. There was patient involvement, however there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.